Event description:
It was reported approximately one month post implant that the patient developed a pocket infection. The implantable pulse generator (ipg) system was explanted and replaced with a leadless ipg. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).